Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm sapien 3 valve, implanted in the aortic position, is being worked up after an implant duration of 4 years and 4 months. The mechanism of failure is unknown. Per additional information received from ipr, the patient underwent a valve-in-valve procedure after an implant duration of 4 years and 5 months. Per salesforce, the mode of failure was stenosis. A 29mm sapien 3 ultra reslia valve was successfully implanted.

Manufacturer narrative:
D4: UDI (B)(4). The investigation is in progress, a supplemental report will be submitted.